Event description:
The patient's mother reported that her son's blood glucose was reading at 250 mg/dl so at 1:57 pm and 2:17 pm she gave him 2 boluses totaling to 30 units of insulin. He was also throwing up so she decided to take him to the emergency room. Upon arrival he was diagnosed with diabetic ketoacidosis and his bg was reading between 450 mg/dl to 475 mg/dl. They placed him on an intravenous therapy of fluids and insulin. The pod was removed and she noticed the cannula was kinked. He stayed in the hospital for 3 to 4 days before being released.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.